Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient/lay user contacted lifescan (lfs) (B)(4) alleging that their onetouch veriovue meter had inaccurately low control solution results. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged product issue occurred at an unspecified time on (B)(6) 2016. At this time the patient obtained a "low"' result when using control solution on the subject meter. This falls out with the control solution range of "102-138mg/dl" for this strip lot. The patient does not take any medication in order to manage their diabetes and did not state whether or not they had made any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient did not develop any symptoms as a result of the alleged product issue but stated that they self-treated at 6:48am on (B)(6) 2016 by consuming glucose tablets in response to the alleged product issue. At the time of troubleshooting, the csr noted that the correct control solution was being used, and it had not been open for longer than its discard date. When walking through a re-test, however, the csr was unable to resolve the issue. The patient's products have been requested for evaluation. Based on the information provided, there is no indication the meter issue caused and/or contributed to an adverse event. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did they receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged inaccurately low control solution results remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The product has been returned and evaluated by product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.